Manufacturer narrative:
(B)(4). Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device would not power on when connected to a power adapter in an ambulance. There was no patient use associated with the reported issue.

Event description:
The customer contacted physio-control to report that their device would not power on when connected to a power adapter in an ambulance. There was no patient use associated with the reported issue.

Manufacturer narrative:
Physio-control evaluated the customer's device and verified the reported issue. After replacing the power pcb assembly and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. Failure analysis center technician further tested the power pcb assembly and was unable to duplicate any failure. The dc power adapter forwarded to failure analysis center was not received properly and was considered lost in the shipment process. Therefore, further investigation was not possible. The cause of the reported issue could not be determined.